Event description:
Complainant alleged that while attempting to treat a 54-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician attempted to troubleshoot by disconnecting and reconnecting the plastic cables and the connector at the side of the device, power cycling the device, and replacing pads, but was unsuccessful. Paramedics then attached 3-leads and continued CPR, found patient to be in asystole. A lucas device was then attached, the user toggled between leads and pads and then were able to obtain an ECG signal via pads. One shock was delivered to the patient, then the ECG signal was lost. Paramedics performed as few more rounds of CPR and then stopped resuscitation attempts. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The data file indicates that the end user powered the device in lead ii. Then the lead is changed to pads automatically as the device recognized a patient impedance, although invalid (between 301-580 ohms). Eleven seconds later the lead is switched to lead I, and three seconds after this an valid patient impedance is recognized. Then the lead is changed to pads and the signal is cleared for the remainder of the case outside of poor coupling. The logs indicate that the end user was in the wrong lead view at the beginning of the case. A successful 120j shock is eventually delivered. The device was recertified and returned to the customer. The poor contact is likely related to the mechanical CPR device also being used in the proximity of the electrodes. Analysis of reports of this type has not identified an increase in trend.